Manufacturer narrative:
Initial and final (B)(4) - device 5 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced eight infusion sets fell off during use due to adhesive issue event between (B)(6) 2025 to (B)(6) 2026. The infusion set was in use for less than twenty-four hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.